Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed delivery accuracy test. No patient involvement.

Manufacturer narrative:
Other text: b3: event date unknown. G1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. No evidence was found in the event history logs. Functional testing was performed but the reported issue could not be replicated; accuracy testing showed the pump to be delivering within specification. The root cause was undetermined as no fault was found. Preventative maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.